Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon inspection, it appears to be both ra and rv lead noise concomitantly. Alert summary also states that lead assurance alert has also been triggered at some time. This was a remote check so no patient interaction. On (B)(6) 2020 a fastpath summary shows impedances all within normal limits, sensing within normal limits. No ventricular threshold is recorded on merlin automatically. No know therapies up until this transmission. No programming changes were made and no appointment as been scheduled for the patient to come to the clinic. Lead implanted and monitored. Related manufacturer reference number: 2938836-2020-01867.

Event description:
New information notes that their filtering of the signal allows them to see string of pearls which is emi. Intermittent emi was observed on both leads. No further action is going to be taken.